Event description:
Information received indicates the head section is drifting when weight is applied to the stretcher.

Manufacturer narrative:
The technician found the head section gas springs were drifting. He replaced the gas springs to repair the bed.